Event description:
It was reported by the sales rep in australia that during a medial meniscal repair of the right knee procedure on (B)(6) 2021, it was observed that the implant on the truespan meniscal repair system peek 12 degree device did not deploy correctly and the deployment handle jammed. All fragments were removed. It was reported that the surgeon chose not to repair the meniscus, removed implant and shaved away any remaining damaged tissue. It was further reported that the surgeon removed the damaged meniscal tissue after the implant was removed. He had already used another truespan implant successfully prior to this one failing. Another like device was used to complete the procedure with a surgical delay of five minutes. There were no adverse patient consequences reported. No additional information was provided. "

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: event: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l65929), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during a medial meniscal repair procedure on (B)(6) 2021, it was observed that the implant on the truespan meniscal repair system peek 12 degree device did not deploy correctly and the deployment handle jammed. All fragments were removed. Surgeon chose not to repair the meniscus, removed implant and shaved away any remaining damaged tissue. There was a surgical delay of 5 minutes and procedure was completed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the sales rep in australia that during a medial meniscal repair of the right knee procedure on (B)(6) 2021, it was observed that the implant on the truespan meniscal repair system peek 12 degree device did not deploy correctly and the deployment handle jammed. All fragments were removed. Surgeon chose not to repair the meniscus, removed implant and shaved away any remaining damaged tissue. Another like device was used to complete the procedure with a surgical delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.